Manufacturer narrative:
Sections d9, h4, and h6 codes were updated. The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data could not be downloaded; however, the platform and diagnostic service pc communicated, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was a defective processor board (pca), likely due to a defective component. The archive data could not be downloaded due to the defective processor board. The autopulse platform failed initial functional testing because it displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. The defective processor board must be replaced to remedy the system error. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a shift check, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR." No patient involvement.